Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and ketones were present. Customer went to the emergency room due to not treating the bg. Intravenous insulin was administered. Customer left the ER in stable condition. Customer could not recall further details of the event. Reportedly, customer discussed the event with a healthcare provider.